Event description:
Customer reported the cannula dislodged from the insertion site and her blood glucose was 360 mg/dl.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site. This condition could interrupt insulin delivery and contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.